Event description:
The customer reported that a desat event occurred and the monitor did not alarm.

Manufacturer narrative:
The available info supports that the monitor functioned as intended and that there is no labeling problem. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).